Event description:
It was reported the pt had decreased effectiveness with the stimulation. It was reported the physician had determined the lead was at an angle in the epidural space. Follow-up identified the physician planned surgical intervention to address the issue with the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.